Event description:
It was reported that the device was set to run at 0.96 milliliter(ml) over 15 minutes. It was confirmed by two nurses that settings were correct. The pump infused the medicine over 5.5 minutes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4),as a result of warning letter cms#: 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The device had a cracked right plunger case there was. No error which related to customer reported problem was found in event history log. The technician ran customer's infusion program volume over time using a b-d (1 milliliter (ml)). Volume = 0.96 ml. Time = 15 minutes. Checked the calibration verification on both slugs. The root cause of the report issue was found to be the customer setting program was correct; however, the setup of the syringe on pump was not correct. The syringe did not have enough fluid volume in it to delivery what the customer programmed. The technician performed syringe test and all functional tests which the device passed. Repair was not needed per customer reported problem.